Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced abnormal transmitter behavior. Patient reported that the top of the transmitter had discoloration. No additional patient or event information is available. Data was provided for evaluation. The reported abnormal transmitter behavior was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and observed discoloration on the transmitter. The reported event of abnormal transmitter behavior was confirmed. A root cause could not be determined.